Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and siemens reviewed the data provided by the customer. Siemens confirmed that quality controls (qc) were in range and no issues were noted with other patient samples indicating that the instrument and reagents were performing acceptably. The daily calibration had passed and there were no special errors in the event log. Siemens could not find any issues but contributing factors such as sample integrity could not be ruled out. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant falsely high carbon dioxide patient result was obtained on an advia chemistry xpt instrument. The initial result was not reported to the physician(s). The same sample was repeated in duplicate on the same instrument. The second repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant falsely high carbon dioxide result.